Event description:
It was reported that within a month of implant the remote monitoring transmission from the device had a capture management warning for an observation that the right ventricular and right atrial capture management actual safety margins were greater than the programmed safety margins. It was indicated that the outputs are intentionally programmed higher during the acute phase. However, the clinic was concerned that the warning made additional work when there is not an issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.